Event description:
He went to a routine doctor appointment and his device result was 254mg/dl compared to the doctor's meter of 114mg/dl. The device was replaced and requested to be returned for evaluation.